Manufacturer narrative:
Approximate age of device- 1 year, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported on (B)(6) 2019 that the patient was admitted to the hospital on (B)(6) 2019 for influenza treatment. Blood cultures were drawn in the ed that came back (B)(6) for (B)(6). Patient was taking cefadroxil for long term suppression following a driveline infection and bacteremia. Cefadroxil was stopped while the patient was on intravenous (IV) ancef. Ancef was then switched to (B)(6) once the cultures were found (B)(6) for (B)(6). A CT scan of the abdomen showed a mild increase in stranding of the proximal driveline. Driveline appeared clean without any drainage and repeat cultures were (B)(6). Patient will receive IV (B)(6) for 2 weeks and will continue cefadroxil for suppression. The was discharged home on (B)(6) 2019 and will follow up routinely. No other alarms, malfunctions, or adverse events were reported.

Event description:
Additional information: patient completed IV vancomycin on (B)(6) 2019. Patient was seen on (B)(6) 2019 and was started on doxycycline.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide#(B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Investigation conclusion: this type of event has been previously investigated. Infection is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.